Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the unit is turned on, the liquid crystal display (monitor) turns off while the other equipment stays on. The issue occurred during setup/inspection for use (during setup in the room/before the patient enters the room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: it was due to a faulty g1 board (circuit board). Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure of the g1 board (circuit board). However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.